Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. There was one specific patient noted in the article details for this product. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: sporadic high pacing and shock impedance on remote monitoring in hybrid implantable cardioverter-defibrillator systems: clinical impact and management. Heart rhythm. 2021;18:1292¿1300. Doi.org/10.1016/j.hrthm.2021.03.043. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding sporadic high pacing and shock impedance on remote monitoring in hybrid implantable cardioverter defibrillator (ICD) systems. The article reports one patient whose right atrial (ra) and right ventricular (rv) leads triggered alerts for high impedance. The leads also had an increase in pacing thresholds that led to loss of capture. The leads were extracted and microfractures were noted on the leads. The status/disposition of the leads is unknown. No patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.